Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an rv threshold test with this cardiac resynchronization therapy defibrillator (crt-d) and zoom latitude programmer there were telemetry problems experienced following loss of capture. The threshold test was not ended right away and the patient experienced asystole for approximately 6 seconds. It was believed that wanded telemetry was being used. A boston scientific technical services consultant discussed telemetry priority and that unless wireless was turned off (either for this session or for on the programmer for all sessions) that it would trump the wanded telemetry, unless wireless telemetry went completely out. The time for the communication to switch over to wanded telemetry was unknown, as it would vary based on if you there was intermittent wireless telemetry or if it completely dropped out. To date, there have been no adverse patient effects reported.